Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017, the patient developed arrhythmia and was admitted from (B)(6) 2017. Cardioversion was performed on admission.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced ventricular tachycardia (vt) the patient felt discomfort in their chest. There was no particular changes to the patient when arrhythmia was present. After the vt resolved, the patient was under follow up. The patient had a history of arrhythmia before their left ventricular assist device (lvad) implant. The arrhythmia was not directly related to the device or therapy. There was no problem in device operation and an implantable cardioverter-defibrillator (ICD) was not implanted prior to lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2015. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.